Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm. After further inspection of the device's interior, there were traces of corrosion on the lcd connector located on electrical board. Unable to perform functional tests including displacement, sleep current measurement, and active current measurement tests due to the display anomaly. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown. The device will be returned for analysis.